Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The event was reported to have occurred before use. There was nothing unusual reported that would cause or contribute to the alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.